Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced a hypoglycemic event after announcing a larger meal than was consumed, which resulted in delivery of more insulin than needed and a subsequent low blood glucose alarm at 55, occurring overnight; the patient treated the low with fast-acting carbohydrates and troubleshooting and education were completed. Symptoms included hypoglycemia consistent with low blood glucose. Outcomes included transient impairment that was addressed with self-treatment, with no hospitalization reported. Investigation included internal review of the reported sequence of use and user guidance. Investigation of this case revealed user-related overestimation of carbohydrate intake leading to excess insulin delivery, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.